Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call missing insulin pump and high blood glucose. The customer's blood glucose was 437 mg/dl at the time of incident. Customer treated high blood glucose with manual injections as the insulin pump is missing. Trouble shooting was performed and found customer has lost insulin pump or it was stolen we are not sure. Product will not be return for analysis.